Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer assisted with troubleshooting for power error alarm. The insulin pump will be returned for analysis.